Event description:
Stent was deployed and balloon was re-inflated. When it was pulled back to deflate (negative pressure), the balloon didn't deflate all the way. It was pulled back several times but still didn't deflate all the way. Doctor pulled several times and removed the device fully from the patient.